Manufacturer narrative:
A ge service representative consulted with the customer by phone. The system was rebooted with a time allowance of 5 minutes to rebuild the system files. The system operates as intended.

Event description:
The customer reported the system would not boot up. No report of pt injury.